Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the right ventricular lead impedance was high, the ventricular sensing had decreased, and the ventricular capture had increased. No intervention was performed and the patient will continue to be monitored. The patient was stable.